Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable connector was broken off of the trunk cable. The cause of the inability to complete testing is the broken connector. The root cause of the broken connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.